Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Visual inspection: the device appeared to be clean. The safety clip was in place upon sample receipt. The tuohy borst adapter was closed. The 2-way stop cock was missing and not returned with the sample. The stent graft was in the system and in place. There were no anomalies noted on the delivery system. Functional/performance evaluation: the delivery system guidewire lumen was flushed without problem and an in house 0.035 inch guide wire was advanced with no issues. Patency test was successfully repeated with 0.035 inch guide wire. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is unconfirmed for guidewire issues, as the guidewire lumen patency passed with no issues under laboratory conditions, using an in-house guidewire. The root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the guide wire could not be loaded into the delivery system; therefore, a new stent graft system was prepped and deployed successfully without further incident. There was no patient involvement.